Event description:
It was reported that the ventilator's expiratory channel circuit board was found defective. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's expiratory channel circuit board was found defective. Further information was provided stating that the call was cancelled based on incorrect customer information.

Event description:
Manufacturer ref#: (B)(4).